Manufacturer narrative:
The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
It was reported that during the device change, the lead pins did not fully extend all the way into the implantable cardioverter defibrillator (ICD) ports. Additional information obtained from the field which indicated that the physician was able to visually confirm that the pins did go past the connector block. The ICD remains in service. No adverse patient effects were reported.